Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed high/unstable thresholds and under fluoroscopy the lead appeared to have dislodged. The ra lead was capped. It was also reported that the right ventricular (rv) lead showed high thresholds and low r-wave sensing following a ventricular assist device procedure. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.